Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet was dropped into a toilet, after which the screen displayed no information and the device would not power on, rendering the pump nonfunctional and no longer watertight; the device will be replaced, and the user was advised to back up therapy as needed and continue glucose monitoring with a cgm. Symptoms included feeling okay, with no reported hypo- or hyperglycemic alerts from the device. Outcomes included no need for outside assistance and no medical intervention or hospitalization, and the user managed glucose with multiple daily injections. Investigation included collection of event details and device history information. Investigation of this device revealed physical liquid damage consistent with user handling/accidental exposure to water, resulting in loss of display function and inability to power on. It was concluded, based on previously established findings for similar reports, that the cause was user handling that led to fluid intrusion and device malfunction.